Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted to facilitate drainage during a procedure performed on (B)(6) 2024. During the procedure, the physician reported that the axios stent handle broke and there were unable to deploy the first flange. The procedure was completed using an alternate device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy. Block h11: following an update to the axios risk documentation, this event is being reported as part of the efforts associated with boston scientific's nonconforming events and prevention investigation, (B)(4). Investigation results: based on the available information, boston scientific could not confirm the reported event of stent failure to deploy and handle break. The device was not returned for analysis; therefore, a technical analysis could not be performed. There is not enough evidence to determine whether stent failure to deploy and handle break were due to the physician's device manipulation during the procedure or related to a device malfunction. The sample is unavailable, disposed on customer site. Device technical analysis: the complaint device was not returned; therefore, product analysis could not be performed. Device history record review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Risk review: a risk review was completed and confirmed that the event of stent failure to deploy was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.